Manufacturer narrative:
Sections with additional information as of 06-nov-2025: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Most likely underlying root cause: mlc-062: user had poor technique.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: customer contacted manufacturer on 22-sep-2025 - customer stated replacement products resolved initial concern.

Event description:
Consumer initially reported complaint for error message (e-0). Spouse is calling on behalf of the customer. During the call, a blood test was performed by the customer pm fasting and produced test result of 152 mg/dl using true metrix air meter. Customer was concerned the result was high. The customer¿s expected fasting blood glucose test result range is 80-115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the den. The test strip lot manufacturer¿s expiration date is 12/31/2026 and open vial date is 5 days ago. The meter memory was not reviewed for previous test result history.